Event description:
It was reported that this left ventricular lead exhibited high pacing thresholds and loss of capture. Concerns regarding a dislodgement of the lead were raised. Further evaluation of the device was discussed. This lead remains in service. No further adverse patient effects were reported.